Event description:
Device 1 of 2. Reference MFR. Report#: 1627487-2015-23125. The patient has 4 leads (from the same lot) implanted as part of her scs system. It was reported the patient experienced discomfort and a slight change in her stimulation pattern. It was also reported the patient's right occipital (off label) lead had migrated. Subsequently, the patient will undergo surgical intervention as the next course of action.

Event description:
Device 1 of 2. Reference MFR. Report# 1627487-2015-23125. Follow-up information revealed the lead revision resolved the reported issue.

Event description:
Device 1 of 2.reference MFR. Report# 1627487-2015-23125.it was reported the patient underwent surgical intervention on 02/20/2015, where the patient's scs system was revised. The physician removed both anchors holding the leads. The leads were then anchored directly to the fascia.

Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Manufacturer narrative:
(B)(4). Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.